Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 2 devices were received. 1 device investigation type has not yet been determined. Additional information: 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 events for the failure: device remains activated. 2 events had problem identified during non-clinical procedure; there was no patient involvement. 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99161. Supplemental rationale, corrected data: b5, h6, h11. 3 previously reported events were included in this follow-up record. Product return status, 3 devices were received. Evaluation findings (results/components). 2 devices: stress problem identified / power switch. 1 device: electrical/electronic component problem identified / power switch. Product disposition, 3 devices: serviced and returned to customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 3 events for the failure: device remains activated. - 3 events had problem identified during non-clinical procedure; there was no patient involvement.